Manufacturer narrative:
Unit passed displacement test. However, unit failed sleep current measurement, active current measurement and long trace displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery with a low battery warning in less than 8 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.